Event description:
IV inserted in ER on admission 5/22/99. 5/24/99 site noted to be inflamed. Catheter removed/checked for intactness. Old IV site continued to become inflamed (pink/warm/swollen) despite warm compresses and elevating arm. 5/26 rising temps, unsure of source at time. Started on antibiotics. 5/27 site cultured. 5/28 ultrasound done - question piece of IV catheter in place. 5/28 seen by surgery. Site debrided. 6/1 PICC inserted. 6/2 home with IV antibiotics x 4 wks.